Event description:
The customer reported the system shuts down when the image is shifted from the left to the right screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in a receptacle. System operates as intended. (B) (4).